Manufacturer narrative:
The impella device was not received from the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states); ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported, that during impella cp support. The 58-year-old male patient required a fem-fem bypass, due to low flow past the sheath. Systemic heparin was started. One drug-eluting stent was placed mid to proximal left anterior descending artery (lad) post-impella. Patient expired on support. Medical safety review of the event noted, there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided.